Event description:
It was reported that during catheter placement, it was not possible to advance the guidewire. Two add'l attempts were made but same difficulty encountered. Fourth catheter placed successfully. Pt remained pulseless for approx 2 mins with chest compressions performed. Pt's hr increased and pulse rate was regained shortly thereafter. Family decided to make pt a dnr. Pt experienced pulseless electrical activity the following morning and expired.

Manufacturer narrative:
F/u report will be filed when eval is complete.